Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. There was no impact to the user's blood glucose level. Reportedly, the user did not have an alternate method of insulin delivery available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.